Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1bmwzv01, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient thought they removed wires from her implant and the wires came off. No symptoms or further complications were reported.